Manufacturer narrative:
Investigation summary: bactec mgit 960 sire kit batch 5126931 is composed of mgit 960 sire supplement batch 5092290, mgit 960 streptomycin batch 5065392, mgit 960 isoniazid batch 5065393, mgit 960 rifampin batch 5065394, and mgit 960 ethambutol batch 5065395. The mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixing until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers and septum caps are manually placed, followed by mechanical crimping in accordance with standard operating procedures (sop). The antibiotics, mgit 960 streptomycin, isoniazid, rifampin, and ethambutol, are produced by rehydrating the components in usp purified water and mixing to achieve a homogeneous solution. The solutions are sterile filtered, dispensed into vials, stoppered by machine, lyophilized, and then crimp capped per sop. Eight mgit 960 sire supplement vials are manually packaged with one vial of each antibiotic to assemble a bactec mgit 960 sire kit (material 245123). Batch history record reviews for the component lots and for sire kit batch 5126931 were satisfactory, with no quality notifications generated during manufacturing or inspection. Formulation, filling, and lyophilization processes were within specifications. Qc inspection and testing, including sterility and antibiotic susceptibility testing, were satisfactory at the time of release. The complaint history was reviewed, and no trends were identified for this defect. No returns or photos were available to support the investigation. Retention samples of sire supplement batch 5092290 were not available. Retention samples for streptomycin batch 5065392, isoniazid batch 5065393, rifampin batch 5065394, and ethambutol batch 5065395 were available. Two vials of each lyophilized drug were reconstituted; for each drug batch, one vial was incubated at 20¿25°c and one at 33¿37°c for seven days. After seven days, no contamination was observed in the reconstituted vials. This complaint could not be confirmed, as there were no returned samples or photos documenting the reported defect, and the inspection and direct incubation of available retention samples did not reveal any signs of contamination. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, an unspecified number of patient samples were found to be contaminated with bradyrhizobium dentrificans upon identification from a different public health lab. The customer stated that contamination was visually observed in the isoniazid, ethambutol, and possibly rifampin tube samples. The contamination was noticed due to unusual turbidity in the affected tubes. It was also noted that qc was affected. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, an unspecified number of patient samples were found to be contaminated with bradyrhizobium dentrificans upon identification from a different public health lab. The customer stated that contamination was visually observed in the isoniazid, ethambutol, and possibly rifampin tube samples. The contamination was noticed due to unusual turbidity in the affected tubes. It was also noted that qc was affected. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information.